Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. Intraocular lenses (iols) were returned in their original wagon wheel cases intact in dry state. No polychromatic sheen was observed. Waxy, oil-like residue was observed on the optic edge periphery and haptics for both iols, which was removable after contact. Company manufacturer site associates we concluded that these deposits are typically observed from previous returned iols and are most likely residual balanced salt solution (bss) and/or ophthalmic viscosurgical device (ovd) deposits. Iol returned to manufacturer site. Iol evaluated in company manufacturer site. Solution observed on the optic edge periphery and haptics. Specs of solution over the entire optic. No sheen observed. The reported "coating" not observed. Iol intact. No root cause identified as the reported complaint "coating on the iol" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported before intraocular lens (iol) implant procedure, the surgeon noticed coating on the intraocular lens (iol), with no patient contact and no patient harm. The procedure was completed on same day using same model same diopter replacement company lens. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.